Manufacturer narrative:
(B)(4).

Event description:
The clinic reported an revision surgery scheduled for the recipient on (B)(6) 2019 due to chronic infection and skin overgrowth. The recipient was treated with an antibiotics (oral and topical) and steroid.